Event description:
It was reported that the patient felt intermittent stimulation new the implant pocket. During follow-up, the right ventricular (rv) lead showed a dramatic threshold jump in both bipolar and unipolar which corresponded with a gradual decline in bipolar impedance. A lead crush was suspected. Initially, reprogramming was performed. During the revision procedure, it was discovered that the rvand right atrial (ra) leads were dislodged as a result of twiddling by the patient. The rv and ra leads were explanted and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645 lead, implanted: (B)(6) 2012. (B)(4).